Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Pump fills could be difficult because the pump was at an angle, however the hcp was able to insert into the septum. The pump was currently set to minimum rate with saline as on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2017, the hcp had done a pocket fill and was unable to get medication overnighted to fill the pump. It was noted the hcp would like to fill the pump with preservative free normal saline. It was later reported that after the pocket fill, the patient stated they normally felt a bit foggy and fatigued after every refill. Specific dates of refills were unknown. The pump was noted to be placed at an odd angle and the physician assistant always had a bit of trouble with the fill, but there was no procedure issue. The patient's symptoms included a weird taste in their mouth, foggy thinking, and fatigue. The patient was admitted to the hospital and set on minimum dose. The reservoir was checked and only 15 ml of drug was present, indicating a 5 ml difference. The pump was being replaced by a physician outside the rep's territory. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the pump was replaced on (B)(6) 2017 because of the pocket fill with their previous managing physician. The patient was told by that physician that it was a malfunction and the patient was adamant that the pump got replaced and sent to the manufacturer for results. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting were also unknown as the patient's healthcare professional (hcp) had just inherited this patient. The issue was considered to be resolved and the patient was considered to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the device indicated the pump had been programmed to deliver 1,000.0 mg/ml of "water" in minimum rate infusion mode, at a dose of 6.2 mg/day. No longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/o-ring wear. (B)(4). If information is provided in the future, a supplemental report will be issued.